Manufacturer narrative:
A valve was received in the co's fer analysis laboratory in a co product return kit, submerged in a liquid solution. The vavle holder was also returned, detached from the vavle. The sewing cuff was brownish-white in color, and contained no sutures. The left leaflet was returned and out of the orifice. Two pieces of this leaflet were returned to co; the major radius portion, which had fractured from the left above flat region to the right above flat region, and a straight edge portion, which included the right ear and approximately 3/4 of the straight edge. The left ear and approximately 1/4 of the straight edge were not returned to co for evaluation. The valve was chemically sterilized, cleaned, and the sewing cuff was removed. The valve was then visually examined at 10x magnification for any anomalies on the surfaces ofthe leaflets and orifice. As previously mentioned, the left leaflet was fractured and out of the orifice, and two pieces of this leaflet were returned. The major radius portion was fractured from the left above flat region to the right above flat region. The straight edge portion, which included the right ear, contained a crack on the inflow side, and partially on the outflow side, which extended from the right above flat region toward the straight edge. As perviously mentioned, the left ear and approximately 1/4 of the straight edge were not returned for evaluation. The right leaflet remained housed in the orifice. This leaflet and the orficie were found to be unremarkable. Scanning electron microscope (sem) analysis displayed the multiple fracture of the left leaflet, which has been described. The inflow side of this leaflet displayed a branching surface crack next to the left above flat ear corner fracture area, which included three surface cracks which extended across the inflow side of the straight edge right ear piece, from the left above flat fracture corner. The observed fracture features suggested the fracture initiated on the inflow side and propagated through to the outflow side. Also, the two fractures most likely occurred simultaneously during a single force event. The results of the carbon coating thickness measurements conducted on the leaflets and the orifice conformed with the requirements specified in co's documentation. The sem photos of the fracture areas observed on the left leaflet indicated no material defects in the carbon coating which may have caused or contributed to the fractures. Rather, the fractures were apparently caused by some external force applied to the leaflet, which over stressed the carbon material and resulted in the fractures. Specifically, the pattern of the fracture features were consistent with tensile forces created across the inflow side, and compressive forces across the outflow side of the left leaflet. This suggested the leaflet was probably subjected to a bending or flexural mode of force. The valve's device history record was examined to ensure that each mfg and inspection

Event description:
As the valve was being sutured into place and one sutured remained, a leaflet fractured. The valve was explanted and replaced with a msjm 23a-101. Pt was reported to have multiple health problems and expired introperatively.